Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the workstation on the debug monitor, and there was a frame sync error. The video controller cpu ip display board was operational. The system was repaired, found to be operating as intended, and released to the customer for use.